Event description:
It was reported that during a gastric bypass, the reload only fired the left side. The right side was not activated. The physician performed the anastomosis manually. The patient is in good condition.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.